Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal low blood glucose while using the ilet, with review of synchronized reports suggesting potential overcorrection by the automated insulin dosing algorithm. Symptoms included hypoglycemia with a nadir of 59 mg/dl and approximately one hour of low glucose. Outcomes included self-treatment with oral glucose without need for third-party assistance or hospitalization. Investigation included remote data review, troubleshooting, and user education regarding algorithm function and use of a secondary or temporary higher cgm target. Investigation of this case revealed no device malfunction identified through remote assessment, with the event characterized as hypoglycemia of unclear cause and potential algorithm-driven overcorrection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.